Event description:
The reduction nut pushed the pedicle screw and perforated the anterior part of the vertebral body. The surgery was stopped. The pt will need to undergo another surgery to complete the initial surgery.